Event description:
Cystoscopy procedure complicated by equipment issue - monopolar cord disconnected 3 times from bovie, then reportedly caught fire. This was quickly extinguished and did not reach the patient. No patient or staff harm was reported. The esu (electrosurgical unit) device & cord were removed from the room. Staff reported this was extinguished & did not reach the pt. The cord & bovie was removed/replaced. Upon further investigation, this writer was unable to determine the age of the cord at the time of the event. Investigation has noted that these cords have a max life span of 1 year. This writer was unable to determine number of uses of this particular cord.